Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with two 240cc mentor memorygel breast implant and experienced bilateral impaired healing post-operatively which requires surgical intervention. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
On april 10, 2023, mentor became aware the patient would undergo explantation on (B)(6) 2023. Section d6b, date of explant: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 19, 2023, mentor became aware the patient cancelled their explantation. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).